Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer about the reported problem. The customer attempted the 180 scopes on different towers with success. In addition, a different pigtail was attempted but the issue persisted. Tac advised the customer to send in the unit for repair. A follow up was made to gather information about the device return status; however, no response has been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 scopes. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.